Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window noted during test. (B)(4).

Event description:
The customer reported via phone call that they received multiple motor error alarms. The customer's blood glucose was 194 mg/dl at the time of incident. The insulin pump was able to complete rewind. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.